Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed item and lot number. Inspection of the product found it to show signs of repeated use; nicks, gouges, scratches, wear and strike marks. It is confirmed the impactor pad has fractured and all the pieces were returned. The features of the fracture surface are consistent with a bending overload fracture failure mode. Root cause remains as cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the surgeon hit the impactor to seat the 36mm glenosphere as per usual. Plastic driver head shattered on impact.